Event description:
A customer reported to beckman coulter, inc. (Bec) that the coulter hmx hematology analyzer was not aspirating on manual mode. Beckman coulter field service engineer responded to the service request and found that the probe wipe was leaking a few milliliters of blood, which was not contained within the instrument. The operator was wearing gloves and a lab coat at the time of the event, and there was no biohazard exposure to mucous membranes or open wounds. There was no impact to patient results and the operator did not seek medical attention. It is unknown if msds was reviewed, but the facility has an exposure control plan. The field service engineer (fse) realigned the probe wipes, which resolved the issue. Service activity performed was verified per established procedures, and the results met the published performance specifications.

Manufacturer narrative:
Results: the probe wipe. (B)(4).